Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse effect to the customer's blood glucose level. Customer support instructed the caller to remove any obstructions, clean the speaker holes, and reconnect the cartridge. After performing these actions, the pump resumed normal operation, and the customer was provided tips to prevent future altitude alarms.